Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards canada affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, resistance was during insertion of the valve and delivery system into the esheath and the operator had to apply some force to get through. Visualization under fluoro was done which demonstrated nothing abnormal. The valve was advanced to the desired location where it was successfully deployed. During withdrawal of the delivery system, resistance was felt again going back inside the esheath. Everything appeared normal under fluoroscopy, therefore, the delivery system was removed. A 4fr dilator was placed back into the esheath prior to its withdrawal. However, during withdrawal, blood began to flow out, so pressure was immediately applied to the groin. Three perclose were deployed to close the artery and the patient was transferred in stable condition. Upon examination of the esheath, a tear in the lining was noticed and the dilator was sitting completely outside of it. Images of the femoral were obtained, and suspicions of a small dissection was noted.

Manufacturer narrative:
Correction to h6 based on additional information. The device was returned to edwards lifesciences for evaluation, and following was observed: liner is torn from strain relief to the distal tip, liner strand about 6 cm in length starting from distal tip, serrated mark on the sheath edge, and c-marker band remained attached, and tip opened as designed. Due to the nature of the device, functional testing was not able to be performed. However, dimensional testing was performed, and the liner thickness was measured along the length of tear (distal, middle and proximal sites) and strand. Measurements were taken on one side only and were found to be in specification. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for difficulty advancing through sheath, sheath liner strand and sheath liner torn were confirmed based on evaluation of the returned device. However, no manufacturing non-conformances were able to be identified. As reported 'during insertion of the delivery system through the 14fr esheath, there was lots of resistance going through the sheath and the physicians had to apply some force to get through. Visualization under fluoro was done which demonstrated nothing abnormal. During withdrawal of the delivery system, resistance was felt again going back inside the esheath. Negative pull back pressure was applied on the balloon to allow it to fold further to exit inside the esheath. This was also verified under fluoroscopy to ensure the commander system was well seated inside the esheath before full withdrawal. Upon examination of the esheath, a tear in the lining was noticed and the dilator was sitting completely outside of it. Evaluation of the returned device shows a liner tear extending from the strain relief till the distal tip with a liner strand near the distal tip. According to follow-up information, the access vessel was 'mildly calcific'. Per IFU/training manual 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification.' Calcification can reduce the luminal vessel diameter creating a constrained effect on the sheath, preventing optimal sheath expansion, and contributing to the resistance during delivery system advancement. Furthermore, sharp calcified nodules can damage the exposed liner during insertion. Damage along the liner could lead to immediate cutting/tearing or could weaken the liner. A weakened liner can also tear or create a strand during advancement or retrieval of the delivery system. Excessive manipulation of the delivery system to overcome the resistance experienced could also increase the chance of damaging the sheath liner, resulting in the observed tear and strand. Alternatively, the delivery system or balloon catheter can potentially catch on to liner of the sheath and result in damage. This could be caused by incomplete deflation of the compatible balloon device prior to removal from the sheath. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risks associated with high push force of the commander delivery system with s3u through the esheath. As such, available information suggests that patient (calcification) and/or procedural (excessive manipulation, withdrawal difficulty) factors may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.